Event description:
Hosp advised that during infusion of ionotropes in open heart surgery the pump alarmed. There was an x07 error code. Another pump was put on the pt, and there was no resultant pt consequence.